Event description:
It was reported that a PICC was inserted into an artery and it appears on cxr that the tip is allegedly in the aortic notch. The PICC was allegedly in place for about 8 days before identifying this. The PICC was reportedly placed with 3cg and ECG confirmed placement.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.